Event description:
During a routine cath, a stent fracture was identified right in the middle of the stent. The lesion was in the native proximal right coronary artery and it was a very long lesion. Flow was not limited. Ballooning was considered but a stress test was performed instead. The patient will be brought back in six months for a routine f/u. No negative effects to the pt have been reported.

Manufacturer narrative:
The product remains implanted and will not be returned for analysis. Add'l info will be submitted within 30 days.